Event description:
Information received by medtronic indicated that the insulin pump had crack on battery and reservoir site. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about crack on the battery and reservoir site. Device perform visual inspection and pump received with cracked case behind the pump near the battery tube compartment and cracked retainer. Test reservoir/pcap lock properly inside the reservoir tube. Device passed displacement test. Device was confirmed for physical damage cracked case behind the pump near the battery tube compartment and cracked retainer. Device passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.